Event description:
Diagnostic laparoscopy procedure perormed with unipolor electrocautery on patient. Burn on right shoulder discovered at 1605 when patient was dressing for discharge from same day surgery.